Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4, with a gap of greater than 7mm in the central region of the septal and anterior leaflets, on a patient with pacemaker cables. A triclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and two minutes after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, an additional clip was implanted. To further reduce tr, a third clip was implanted, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4, with a gap of greater than 7mm in the central region of the septal and anterior leaflets, on a patient with pacemaker cables. A triclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and two minutes after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, an additional clip was implanted. To further reduce tr, a third clip was implanted, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported slda was due to patient anatomy. The reported difficult imaging was due to patient condition. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.